Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported renal dysfunction and gastrointestinal (gi) bleeding could not be conclusively determined through this evaluation. The hospital was contacted for additional information and will not provide any further detail related to the event. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No related issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists adverse events, including renal dysfunction and bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient developed renal dysfunction on (B)(6) 2023. The patient had 1 week of dialysis and a maximum creatinine value of 5.28 milligrams/deciliter. Then while still admitted, the patient had a gastrointestinal bleed on (B)(6) 2023. The bleed was in the lower digestive tract, and they received a transfusion on the (B)(6) 2023. The transfused red cell concentrate per 24 hours was more than 16 units. It was noted that the patient was on heparin at the time of the event.